Event description:
Patient reported capsular contracture baker grade iii, "recalled breast implants", and seroma. The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side seroma. Healthcare professional reported capsular contracture baker grade IV, "recalled breast implants", and seroma. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Seroma: unable to confirm as it is a medical event not related to the device. Additional observations: observed, opening device in the anterior side assessed as surgical damage. Wear abrasion observed on device. Creases observed on device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported having had surgery for left-side seroma. Healthcare professional later reported left-side capsular contracture, baker grade IV and "recalled breast implants." Device has been explanted.